Event description:
It was reported that, the patient was admitted to the gastroenterology department on (B)(6) 2025, presenting with nausea and vomiting for 2 days. Due to critical condition, the patient was transferred to the intensive care unit on (B)(6) 2025. Diagnosis 1. Acute biliary pancreatitis 2. Gallbladder stones with acute cholecystitis. Per physician orders, a single-use sterile urinary foley catheter was indwelling on (B)(6) 2025, for urinary drainage. The outer packaging was carefully inspected for integrity prior to use. Half an hour later, the nurse discovered the implanted disposable sterile urinary catheter had slipped out. Upon immediate inspection, the catheter's balloon was found ruptured. After replacing the disposable sterile urinary catheter, the issue did not recur. Examination revealed no urethral injury, and urinary drainage remained normal.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.